Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) seems to move under their skin. The ICD jabs under their armpit and they can actually lift it up and reposition it. The ICD also catches under their bra strap when they move and it protrudes under their clothing which is very noticeable. The patient stated that they never had this with past implanted defibrillators. The area is sore and has been since implant. The patient stated that they have discussed a possible pocket revision with their physician. The ICD remains in use. No further patient complications have been reported as a result of this event.